Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03617. It was reported that in-stent restenosis occurred. On an unspecified date, a promus element plus drug-eluting stent was implanted in the right coronary artery. In (B)(6) 2018, the patient presented with in-stent restenosis of the previously implanted promus element plus stent. A 10/2.50mm flextome¿ cutting balloon¿ was advanced and the blade became stuck in the curved area of the stent. A non-bsc guide extension catheter was pushed and pulled to remove the flextome device. The cutting balloon was then removed from the patient. The procedure was completed with a drug-coated balloon and a different balloon catheter. Intravascular ultrasound (ivus) was performed and revealed no damage to the implanted stent. No patient complications or injuries were reported.